Event description:
After using smile direct club invisible aligners, I started experiencing episodes of breathlessness, severe chest pain and feeling of a lump in my throat. I went to the ER twice and outpatient twice. At the time I did not know it was related to the aligners, so I'm not sure if any of the testing done can prove it was the aligners. After speaking with the company, I stopped treatment until symptoms subsided and then started again. The symptoms were back and worse, that's when I found out it was the aligners. The company then offered a full refund only if I signed their release which basically meant that I would sign all my rights away, I did not sign.